Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on 07/11/2016 stating that right ventricular pacing lead is impedance out of range. Impedance from (B)(6) was 2978 ohms from average for 380-400 ohms range. Impedance back down to 653 the following day. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).